Event description:
The customer reported a blank display as well as the battery compartment heating up when inserting a new battery. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display and battery heating up due to a component on the liquid crystal display board puncturing through the isolation tape and making contact with the positive side of the battery tube.